Manufacturer narrative:
If implanted, give date: not applicable, no patient involvement. If explanted, give date: not applicable, no patient involvement. Attempt has been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a mark or foreign object was seen on a zkb00 18.5 diopter intraocular lens (iol) optic under the microscope prior to insertion. There was no patient contact with the lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/7/2018. Device returned to manufacturer: yes . Device evaluation: the intraocular lens (iol) was returned to the manufacturing site, floating in the lens box. Visual inspection showed that the lens was contaminated, dust particles were present. This is expected as the lens was transported from a controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies where identified. The customer''s reported complaint was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.